Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): product ID 6947m55 implantable tachy lead 2013-(B)(6), 5076 implantable pacing lead 2013-(B)(6). (B)(4).

Event description:
It was reported that one day post implant it was noted that there was a lead integrity alert (lia) for noise on the right ventricular (rv) lead. There were non-sustained events and short v-v intervals during implant and two hours later. There were no further episodes and noise was not able to be replicated. A chest x ray was inconclusive regarding pin placement. The lead and device are still in use. No patient complications have been reported as a result of this event.